Event description:
It was reported the patient had breast surgery and the patient was unsure if the ipg was placed into surgery mode. Troubleshooting was attempted by an abbott representative to no avail. Surgical intervention took place wherein the ipg was explanted and replaced to address the issue. Stimulation was restored.

Manufacturer narrative:
Date of event is estimated.